Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information received from the consumer patient's wife. The patient had a implanted pump (unknown drug, concentration, dose). Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had their pump for four years and had it removed in (B)(6) of 2005. It was noted that the neuro pump device was fully removed except for the "shelf, that the pump sat on." The spouse reported that the patient never had a catheter implanted, but there was tubing inside the pump, but no tubing outside of it. The physician did not cauterize the wound completely after removal and the patient almost "bled to death." They had to bring the patient into the emergency room to get stitches. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report